Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a scratch or foreign material was seen on the optic of the lens. There was no patient harm with glare or low vision and the lens remains implanted. The suspect product was the cartridge.

Manufacturer narrative:
Product evaluation: the used cartridge complaint sample was not returned. The associated lens was also not returned. Ten (10) unopened cartridges for the lot were returned in an opened carton. One cartridge was opened for evaluation. The cartridge was visually inspected with no damage or abnormalities observed. The cartridge was functional tested. No cartridge or lens damage was observed. No foreign material was observed on the iol post-delivery. The cartridge was cleaned and topcoat dye stain tested with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified lens and handpiece were used. Root cause: the root cause for the reported foreign material or scratch could not be determined as the cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The customer indicated the use of a non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Cartridge product history records were reviewed and documentation indicated the product met release criteria. The indicated lens and handpiece are a qualified combination. The indicated viscoelastic is not qualified for cartridge use. Root cause: the product investigation could not identify a root cause for the reported foreign material. The cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).